Manufacturer narrative:
The relevant components include: product ID: 8731, lot# b005308n20, implanted: (B)(6) 2003, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving 3 mg/ml hydromorphone at a dose of 0.8389 mg/day, 50 mcg/ml clonidine at a dose of 13.98 mcg/day and 1.5 mg/ml bupivacaine at a dose of 0.419 mg/day via an implantable infusion pump for non-malignant pain. It was reported that the patient went to the ER last night ((B)(6) 2017) and the patient claimed their pump "suddenly stopped for about 35 minutes". The hcp did not know why the patient thought the pump had stopped. The patient was feeling like he was in withdrawal and had increased pain. The patient had low blood sugars during the day, so he went to the ER then went back in the middle of the night. The hcp reviewed the event logs and did not see any motor stalls or other anomalies. Oral meds were given to the patient so the hcp did not want to program a single bolus intrathecal dose safe for the patient to confirm their response. The patient did not hear a pump alarm, so they were suspecting a kinked/catheter issue. No further complications were expected or anticipated.